Manufacturer narrative:
Model number/catalog number: 72404155, serial number: null, batch/lot number: 0158586001, model/catalog description: reservoir 65 ml pc/iz.

Event description:
It was reported that the patient experienced pain in the scrotum and inguinal area with an inflatable penile prosthesis (ipp) due to unknown reasons. A revision surgery was performed in which a malleable penile prosthesis (mpp) was implanted. The device did not appear to have any malfunction as it was working once removed. The patient was reported to have come through the surgery with no known complication. No more information available at the moment. Should additional information become available, it will be provided.